Event description:
Patient revised to address pain and loose femoral component.

Manufacturer narrative:
No product was returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. It was noted the product was implanted for approximately seventeen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.